Manufacturer narrative:
(B)(4). According to manufacturer subsidiary, it was suspected from intermittent power supply error. As a result from the issue, the customer restarted the unit and then it functioned normally. The manufacturer technical support specialist reviewed the logs on 12-jan-2016 and confirmed the following: 'on (B)(6) 2016, the power manager was reporting supply voltage failure for power supply 2 (ps2) (under 21v). That would cause the battery cannot be charged error.' This complaint is related to (B)(4) / medwatch #1828100-2017-00035, 1828100-2017-00036, 1828100-2017-00038.

Event description:
It was reported that during the use of the device for a non-clinical activity, during charging, the battery cannot be charged. There was no patient involvement.

Manufacturer narrative:
Corrected information: data logs were reviewed on 12-jan-2017, not 12-jan-2016 as initially reported.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.